Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 05/30/2017-product analysis: the device was returned and evaluated by product analysis on 05/08/2017 with the following findings: review of the pump¿s black box revealed multiple related alarms. The pump powered on with a blank display screen. A slave-processor failure was observed. A battery compartment crack was observed.